Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a penumbra system separator 3d (pss3d). During the procedure, the physician felt minor resistance while advancing and retracting the pss3d within a velocity delivery microcatheter (velocity) due to the patient having very tortuous vessels. After the pss3d was advanced to the target location, the velocity was removed and a penumbra system ace 68 reperfusion catheter (ace68) was advanced to the distal internal carotid artery (ica) to aspirate near the thrombus. The pss3d then broke off from its pusher assembly within the patient¿s m1/m2 segment as the physician attempted to retract. The procedure ended at this point without further efforts to remove the device because of the difficult vessel anatomy. It was reported that no additional neurologic deficit developed due to this event.